Event description:
The lead was explanted due to twiddler syndrome, resulting in loss of sensing and high pacing threshold.

Manufacturer narrative:
Analysis found damages on the lead consistent with that caused by twiddler's syndrome. The lead exhibited normal electrical characteristics. The condition of this device was not found to be a result of deficiency in materials or workmanship.